Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was laying down and the insulin pump began to vibrate and alarm with program alarm anomaly. None of the buttons would respond. When the customer removed the battery the screen remained the same; the display froze. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the frozen display. The customer observed the time clock for one minute but time did not advance. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was monitored for several days and no blank or frozen display was noted. The pump was received with intermittent button response due to a flattened express esc, act, up arrow and down arrow button dome switch. No unlocked lcd keypad connector or unexpected frozen screen anomalies were noted. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.